Event description:
A nurse reported the system would not prime and that there was leaking from the bottom of the cassette. The system was switched out and the cases were completed. The nurse stated after troubleshooting the system, it was discovered to be a cassette tubing issue resulting from the leaking cassettes. However, no samples were saved. There was no pt involvement.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).